Manufacturer narrative:
There is no adverse event; the conduction disturbance was a part of pertinent medical history and the permanent pacemaker implant was scheduled prior to valve implant. There is no outcome attributed to an adverse event. Additional information was received that three months, twelve days prior to valve implant, an electrocardiogram (ECG) revealed atrial fibrillation (afib). A second ECG performed one day prior to valve implant, showed afib with rapid ventricular response (rvr). Medical treatment (plavix and warfarin) to address the permanent afib with rvr was unsuccessful. An electrophysiology study and atrioventricular nodal radiofrequency ablation were scheduled to be performed six days following valve implant and a permanent pacemaker was implanted on the same day. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to av node ablation. No additional adverse patient effects were reported.